Event description:
It was reported that the user replaced a dexcom g7 sensor and experienced difficulty pairing to the ilet, followed by the system displaying sensor warmup; education and troubleshooting were provided on switching between pairing and reconnecting the g7, with expectation that glucose values would display on ilet after warmup. Symptoms included no adverse clinical effects. Outcomes included no alerts, alarms, or medical intervention. Investigation included guided connectivity troubleshooting and education for dexcom g7 pairing and signal reconnection to the ilet. Investigation of this case revealed a temporary pairing and signal connection issue between the dexcom g7 sensor and the ilet that resolved once the sensor entered and completed warmup, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity and normal sensor warmup behavior.